Manufacturer narrative:
The serial number for the cobas e602 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this analyzer was 378826 with an expiration date of 31-aug-2019. The serial number for the cobas e411 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this analyzer was 378826 with an expiration date of 31-aug-2019. The serial number for the cobas e801 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this analyzer was 380330 with an expiration date of 31-dec-2019. Based on the data from the investigation site, a general reagent issue can be excluded. The observed differences in ft4 iii values generated between roche and siemens are most likely due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable thyroid results from a cobas 8000 e 801 module for 1 patient. From the data provided, an elecsys ft4 iii assay result was questionable. It was unknown if the questionable result was reported outside of the laboratory. The cobas e801 serial number from the customer was (B)(4).